Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of 55mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently, the proximal aortic neck measures 28mm in diameter and 15mm in length. Degree of angulation is 60 degrees. Vessel tortuosity was noted as mild and vessel calcification was noted as severe. Currently the aneurism is 85mm in diameter. It was reported that during post operative follow, the physician performed an ultrasound and noted a major type iii fabric leak in the right ipsilateral limb. The physician performed an intervention where an endurant stent graft limb was implanted in the ipsilateral side of the bifurcated device at the suture break and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.